Event description:
The customer reported that the falsely elevated enzymatic carbonate (eco2) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on an original dimension exl with lm integrated chemistry system. The repeat results recovered lower than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneously elevated eco2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely elevated enzymatic carbonate (eco2) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were acceptable on the day of the event. Siemens reviewed the instrument data and observed that level 1 and level 3 qc were in high range after the discordant results. Further review of the filter data which indicated that the filters, foaming, and mixing problems were observed with indicator assays. The customer replaced the reagent probe 1(r1), ran qc, which recovered acceptably. Siemens further evaluated the event and concluded that the malfunctioned r1 probe potentially contributed to the falsely elevated eco2 result. The instrument is performing according to specifications. No further evaluation of this device is required.